Event description:
On (B) (6) 2010, patient reported, her blood glucose was 352 mg/dl after changing her infusion cartridge and infusion tubing this morning. Patient stated, she does not have a normal blood glucose range established at this time, but would like her blood glucose to be 120 mg/dl. Patient reported, she noticed insulin leaking at the infusion site during a 9.4 unit bolus of insulin and the infusion device display an e4 (occlusion) error. Patient stated, she then injected approximately 14.0 units of insulin by needle for lunch and as a correction bolus. Advised patient to disconnect the infusion tubing from the infusion site. Had patient prime until insulin flowed out of the end of the infusion tubing. Had patient change the infusion site. Reviewed insertion technique using the insertion assist device. Had patient bolus 1.0 unit of insulin to fill the cannula. On follow up call on (B) (6) 2010, patient stated her blood levels are great and her readings have been near the range of 123 mg/dl. Patient reported, the clinical trainer adjusted her basal rates and her carbohydrate ratio as well. Product was replaced and requested return of the suspect product for evaluation.